Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the patient's audio processor (ap) was damaged he was given a new one. The patient reported increased (loud) current impression with the new ap. No date for re-implantation has been set. Additional details regarding this event have been requested.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure, which could explain for the reported pain. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. Additionally, mechanical damage at the distal end of the reference electrode was observed during device investigation, which might have contributed to the observed increase in ground path impedance. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
After the patient's audio processor (ap) was damaged he was given a new one. The patient reported increased (loud) current impression with the new ap. During in situ testing the patient reported feeling pain around the implant site. No date for re-implantation has been set. Additional details regarding this event have been requested. In situ testing showed an increased ground path impedance. The patient was re-implanted. It was stated in the device explantation report that the reference electrode was detached.